Manufacturer narrative:
The portuguese national registry of tavi. Rev port cardiol. 2020 dec;39(12):705-717. Doi: 10.1016/j.repc.2020.02.014. Epub 2020 nov 28. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), engager (not approved for us market). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical impact of transcatheter aortic valve implantation (tavi) according to different access routes. All data were collected between january 2007 and december 2018 from multiple centers which participated in the portuguese national registry of tavi. The study population included 2,346 patients (predominantly female, mean age 81 years), 1,217 of whom were implanted with medtronic corevalve and an unspecified number of whom received a medtronic engager bioprosthetic valve. No serial numbers were provided. Among all patients, 110 deaths occurred within 30 days, 194 deaths occurred within 1 year, and 321 long-term deaths occurred overall. Multiple manufacturer¿s devices were implanted in the study population. Based on the available information none of the deaths were directly associated with medtronic product. Among all patients, adverse events included: coronary obstruction, tamponade, valve-in-valve implant, conversion to surgery, extracorporeal membrane oxygenation (ECMO), stroke, transient ischemic attack (tia), acute kidney injury, arrhythmia requiring permanent pacemaker implant, major vascular complication, major or life-threatening bleeding, moderate to severe aortic regurgitation (ar), prosthesis dysfunction, myocardial infarction (mi), and rehospitalization. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.